Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported the insulin pump turned off completely, following an infusion set change. Customer's blood glucose was not known. It was stated that a low battery alert did not occur prior to the off no power alert. The insulin pump was not bumped or dropped and there were no unattended alarms. It was advised a replacement battery cap would be sent to the customer to rule out any issues with battery cap.